Event description:
The complainant reported that approximately 3 years ago a vaxcel chest port was placed in a male patient who was approximately 57 years old. The exact date of device implant is unk. Some time subsequent to the implant the device was removed from the patient as a result of infection (date of explant unk). The infection was successfully treated with antibiotics, which included amoxicillin and a topical salve. The port was removed and another vaxcel chest port was implanted in the patient. The complainant reported that following the antibiotic treatment, the patient's condition was "fine".

Manufacturer narrative:
The complainant was unable to provide a lot number for the device involved in this event. In lieu of a reported lot number, a ship history report (shr) was performed. The last three lots shipped to the reporting customer in the six months prior to. The device history records for the lots obtained through the ship history were reviewed; no anomalies were noted. Because the complainant did not indicate the lot/batch of the affected product, a search for similar complaints of the same lot/batch number could not be performed. In conclusion, a root cause for the reported event was unable to be determined, as the complainant did not return the device for evaluation, nor was the complainant able to provide the lot of the affected product. At this time, we are unable to determine the relationship between the device and the cause for this event. A review of the september 2007 complaint trend report for the vaxcel port product family noted no other reported incidents for this issue in the last 30 months. The dfu advises the user: use of the vaxcel port systems involves risks normally associated with the insertion or use of any implanted device or indwelling catheter, including infection. Always observe aseptic technique when performing vascular access.